Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not picking up ECG signal. It is unknown under which circumstances the issue was discovered, however there was no patient involvement.

Manufacturer narrative:
At this time, the customer cancelled their request for getinge to evaluate the cardiosave intra-aortic balloon pump (iabp) unit involved in this event. Customer responded stating that the issue turned out to be a damaged trunk ECG cable which was replaced and the issue was resolved.